Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The customer was stated she would treat her blood glucose and it would not come down. The customer cause of hospitalization as per health care provider is diabetic ketoacidosis. The customer was released from the hospital, believes the issue was with the set/site. Customer was wearing the pump at time of hospitalization. The customer was advised that we are sending 6 replacement sets.